Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The rate seen (58 worldwide incidents out of estimated 139,000+ procedures performed to date) is approximately 0.042% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Patient developed an infection in right axilla. A surgeon from a different clinic lanced and drained the affected area.

Event description:
Patient developed an infection in right axilla. A surgeon from a different clinic lanced and drained the affected area. Update: by 89 days post miradry treatment, the clinic stated the infection resolved.

Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The infection rate seen ((B)(6) worldwide incidents out of estimated (B)(6) procedures performed to date) is approximately (B)(6) of the procedures and within the acceptable range as identified in risk analysis documentation.